Manufacturer narrative:
Based on the info available, possible suspected root cause (s): patient had solid bone. The undriven tip of the screw has experienced resistance and will not advance. When continuing to rotate, the tip has sheared off. The most likely cause of failure is too tight a bone tunnel. This results in excessive torque being required to insert the screw, which causes the shearing off of the distal tip of the screw.

Event description:
The customer reported that the thread of 2x 27x 23mm biosteon screws broke during insertion in succession. (Other screw encompassed by MFR report 9617083-2014-00031). Surgery was completed successful using an equivalent device.